Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Colby gp, bender mt, lin l-m, et al. Declining complication rates with flow diversion of anterior circulation aneurysms after introduction of the pipeline flex: analysis of a single-institution series of 568 cases. Journal of neurosurgery. 2018;129(6):1475-1481. D oi:10.3171/2017.7.jns171289. Medtronic received a report through literature pertaining to a study involving 586 patients treated with a pipeline classic and flex device. The patients were treated for anterior circulation aneurysms with an average size of 6.8mm. Most aneurysms originated along the internal carotid artery ( but there were more anterior cerebral artery (18%) and middle cerebral artery. The study took place between aug 2011 and jan 2015. Balloon angioplasty occurred in 72 patients, wire perforation in 2 patients, major complications in 20 patients, minor complications in 50 patients, mortality/death in 6 patients, minor/major stroke in 11 patients, intracranial hemorrhage and subarachnoid hemorrhage in 14 patients. Minor complications included minor stroke, exacerbation of cranial nerve palsy, iatrogenic dissection without neurological deficit, and groin hematoma/infection.